Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to coviden on (B)(6) 2014 that a customer had an issue with a foam dressing. The customer reports burning sensation and that they developed increased erythema and drainage. The customer reports this was treated with loprox cream prescribed by a physician.